Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 400 mg/dl and their sensor glucose read 95 mg/dl. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. The customer also reported their blood glucose reached 477 mg/dl in another event. Customer treated their blood glucose with a manual injection. The customer also reported they were awaiting a pancreas transplant. Customer's blood glucose was 278 mg/dl at the time of the call. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings.